Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sensor was suspended. It was reported that the suspend on low, suspend before low event was 86 mg/dl and low limit in the sensor settings was 86 mg/dl. It was reported that the blood glucose that triggered suspend event was 134.00 mg/dl. It was reported that the difference in value between sensor glucose and blood glucose was 48 mg/dl. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.